Manufacturer narrative:
A partial lead measuring 47.7cm was returned in two segments for analysis. Externalized conductors due to internal insulation abrasion were noted at 9.2-12.5cm from the distal tip. The etfe coating was intact at this location.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that an asymptomatic patient presented in operating room for device change out due to normal eri. Externalized conductors were observed. No electrical anomalies were detected. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
A partial lead with the distal tip measuring 43.5cm was returned for analysis. Externalized conductors due to internal insulation abrasion were noted at 9.2-12.5cm from the distal tip. The etfe coating was intact at this location.